Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported for right side "intense pain and capsular contracture baker grade IV, loss of the normal morphology of the prosthesis with alteration of the contours and presence of periprosthetic liquid". The device has been explanted.